Event description:
Complainant alleged that while attempting to cardiovert a pt the defribrillator paddles did not allow the device to discharge. The clinician switched from paddles to defib pads and the device discharged successfully. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.